Manufacturer narrative:
The unit was unable to prime during the prime test due to moisture damage on the force sensor resistor. The excessive no delivery test and occlusion test could not be performed due to a prime and fill anomaly. The unit had a cracked case at the display window corners, a broken reservoir tube lip, a missing end cap sticker, and cracked battery tube threads.

Event description:
The customer called in to report physical damage to the insulin pump and that the black gasket popped out when the reservoir went in. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.